Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received. The following sections of this report have been updated: corrected b2, additional information added to b5, additional information added to b7, corrected h6 health effect-clinical code, additional code added to h6 health effect-impact code, additional code added to h6 type of investigation, and updated portion of h11 below. The cause of the calcification cannot be determined based on the information available. However, it is possible that progression of the patient's disease process and comorbidities (hypertension) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per medical record, the patient was admitted in cardiogenic shock with pulmonary edema was intubated and the team elected to proceed with emergency valve in valve tavr despite the critical nature of the patient's condition. The replacement transcatheter heart valve was successfully implanted, and the patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information available, the exact cause of the device calcification and subsequent valve in valve procedure is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 valve underwent a valve in valve procedure after approximately 8 years and 4 months post implant in the aortic position. The sapien 3 valve exhibited calcification, stenosis, and central regurgitation. The patient was symptomatic prior to the intervention, although specific symptoms were not disclosed. The replacement thv was successfully implanted, and the patient was reported to be in stable condition following the procedure.